Event description:
An ortholock ex-pins was reported to have broken. No further info was provided regarding the event. It was confirmed during f/u that no further info would be provided regarding the event because the physician was not willing to cooperate in providing add'l info.

Manufacturer narrative:
The device was not returned for eval because it was discarded by the user facility. It is not possible to determine the cause of the pin break without an eval of the device.